Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that the patient had ongoing concerns regarding her device and or therapy but was working with the manufacturing representative who was present at her surgery. It was also noted that the patient was still having concerns and had not sought further help. It was reported that the patient wished that her doctor had additional training on the device because no one at the clinic knows about the device. On (B)(6) 2015 the patient's doctor reportedly told her that she needed to go to the ER.

Event description:
It was reported that the patient¿s device worked until two weeks ago when the patient donated blood. The patient found out after she donated blood that she should not do that as it could worsen her symptoms. The patient had extreme diarrhea at the time of this report.

Event description:
Additional information reported that the patient was not getting good results from the implantable neurostimulator (ins) therapy and that they got better results when they were less active. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3889-28, lot# va0m9wx, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).